Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("prolonged menses\abnormal bleeding (menorrhagia)") and genital haemorrhage ("heavy, abnormal bleeding /abnormal bleeding (general)") in a 26-year-old female patient who had essure (batch no. 646517) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In february 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), alopecia ("hair loss"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue"), migraine ("migraines / headaches") and headache ("migraines / headaches"). On an unknown date, the patient experienced anxiety ("anxious"), depression ("depressed"), abdominal pain ("severe abdominal pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), cystitis ("infection(bladder/urinary/vaginal)type"), urinary tract infection ("infection(bladder/urinary/vaginal)type"), vaginal infection ("infection(bladder/urinary/vaginal)type") with vaginal discharge and adnexa uteri pain ("left ovarian pain") and underwent surgery ("surgical intervention"). The patient was treated with surgery (endometrial ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, alopecia, anxiety, depression, dyspareunia, abdominal pain, dysmenorrhoea, surgery, vaginal haemorrhage, fatigue, migraine, headache, female sexual dysfunction, cystitis, urinary tract infection, vaginal infection and adnexa uteri pain outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, alopecia, anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, surgery, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: it is likely that she will need to undergo additional surgical intervention as a result of her essure implants. Because of the requirement to undergo removal of the essure devices she will be left with serious injuries. Discrepancy noted as per pfs previous date of insertion noted (B)(6) 2010, in current pfs the date of insertion, (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: that everything was fine and it worked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-mar-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("prolonged menses\abnormal bleeding (menorrhagia)") and genital haemorrhage ("heavy, abnormal bleeding/abnormal bleeding (general)") in a (B)(6) year-old female patient who had essure (batch no. 646517) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), alopecia ("hair loss"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue"), migraine ("migraines/headaches") and headache ("migraines/headaches"). On an unknown date, the patient experienced anxiety ("anxious"), depression ("depressed"), abdominal pain ("severe abdominal pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), cystitis ("infection(bladder/urinary/vaginal)type"), urinary tract infection ("infection(bladder/urinary/vaginal)type"), vaginal infection ("infection(bladder/urinary/vaginal)type") with vaginal discharge and adnexa uteri pain ("left ovarian pain") and underwent surgery ("surgical intervention"). The patient was treated with surgery (endometrial ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, alopecia, anxiety, depression, dyspareunia, abdominal pain, dysmenorrhoea, surgery, vaginal haemorrhage, fatigue, migraine, headache, female sexual dysfunction, cystitis, urinary tract infection, vaginal infection and adnexa uteri pain outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, alopecia, anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, surgery, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: it is likely that she will need to undergo additional surgical intervention as a result of her essure implants. Because of the requirement to undergo removal of the essure devices she will be left with serious injuries. Discrepancy noted as per pfs previous date of insertion noted (B)(6) 2010, in current pfs the date of insertion, (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: that everything was fine and it worked. Most recent follow-up information incorporated above includes: on 11-mar-2019: pfs received. Lot number was added. Reporter's information was added. Patient's demographics were added. Added event abnormal bleeding (vaginal), infection (bladder/ urinary tract/vaginal), apareunia (inability to have sexual intercourse), migraines, headaches, vaginal discharge, fatigue, left ovary pain. Updated onset date of events. Lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.